Event description:
It was reported that the device did not seal and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 1 year post procedure the patient was admitted to the hospital with stroke like symptoms of left upper and lower extremity weakness. Imaging showed sever stenosis of the left vertebral artery, moderate stenosis of the right vertebral artery and narrowing of the proximal ica. The patient was discharged from the hospital three days after being admitted. The physician noted that they suspect the patient had a leak around the device. The patient was put back on xarelto.